Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The reported valve was implanted to a patient via vp-shunt (doi and setting were unknown). It was reported that the surgeon found the valve obstruction when the surgeon checked the valve under x-ray on (B)(6) 2017. The revision surgery was performed with miethke shunt system (aesculap product). The patient is (B)(6) years old, and the patient¿s condition is getting better. The surgeon questioned the debris occurred obstruction with some reason so that the surgeon requested us to investigate the reason of the obstruction. No further information was provided by hospital.

Manufacturer narrative:
Upon completion of the investigation it was noted that the images were taken of the ¿as received¿. The position of the cam when valve was received was 140 mmh2o. The valve was hydrated. The valve was visually inspected; needle holes in the needle chamber were noted. The valve was tested for programming with programmer 82-3126 with serial (B)(4) and programmer 82-3190 with serial (B)(4), the valve failed the test, the cam mechanism moved slightly during the programming process. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, only leaked from the needle holes in the needle chamber. The catheters were irrigated, no occlusions noted. The valve was reflux tested. The valve passed. The siphon guard was tested. The valve passed the test. The valve was dried. The siphon guard was removed. The valve was then pressure tested at 140 mmh2o, passed. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the cam mechanism, and on the cam mechanism pillar. The cam magnets were also controlled. The magnets failed. A search for relative complaint for the same issue with the same product code and lot number for the last year revealed that this is the only issue. Review of the history device records confirmed the valve product code 82-3842, with lot cjfcr7 conformed to the specifications when released to stock on the 21st may 2008. No root cause could be determined for the occlusion as no occlusion was noted. The root cause of the programming problem found during the investigation was due to biological debris found on the cam mechanism and the cam mechanism pillar as well as abnormal polarization of chpv magnets, this abnormal polarization of the valve was probably caused by an exposition of a too strong magnetic field, this however could not be determined. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.